Event description:
Boston scientific received information that this right ventricular pacing lead exhibited loss of capture. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.